Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-05367; 2938836-2019-05368; 2938836-2019-05371. It was reported that patient's system was explanted due to infection.